Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that thirteen days following system implant procedure the dyspneic patient presented for follow-up in clinic and was admitted to the emergency room; it was noted that it is unknown whether patient symptoms were related to the recent system implant procedure. The patient was treated with cardiac catheterization. No further information was reported.